Event description:
It was reported via repair work order that the scale and angle readings were inaccurate due to faulty load cells and scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.